Manufacturer narrative:
Additional information from the customer indicated that the issue occurred during testing. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and calibrated the unit to meet factory specifications. A perofrmance test was completed for verification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator was having an issue with user interface module (uim). At this time, there is no information regarding patient involvement associated with the reported event.